Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy and anterior/posterior repair due to symptomatic cystocele/rectocele and sui. It was reported that patient underwent excision of mesh on (B)(6) 2012 due to pelvic pain. It was reported that patient underwent abdominal incision for loosening of pubovaginal sling, vaginal exploration with incision of prior tutoplast sling on (B)(6) 2012 due to bladder outlet obstruction and urinary retention. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2012 the patient concurrently underwent robotic-assisted laparoscopic sacrocolpopexy, robotic-assisted laporascopic lysis of adhesions with anterior colporrhaphy and placement of pubovaginal sling with tutoplast due to mixed urinary incontinence, pop, bladder outlet obstruction, recurrent utis with history of cystitis cyatica and intra-abdominal adhesions.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.